Event description:
It was reported, the patient had reoccurrence of pain. A dye study was performed prior to explant and it was determined the proximal catheter segment had a hole. It was noted, the catheter passed on the pump instead of under the pump. The catheter segment was replaced, the distal portion remained in the intrathecal space. The healthcare professional (hcp) also decided to replace the pump since it was implanted for 4.5 years. The patient was doing fine. The pump was used to deliver fentanyl.

Manufacturer narrative:
Product ID neu_unknown_cath, explanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.